Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 500 mg/dl. The customer stated that she treated with manual injections and was unable to give herself a bolus using the insulin pump. The most recent blood glucose reading was 430 mg/dl. Upon troubleshooting, the customer stated that she changed the battery and was able to successfully bolus 5 units of insulin to correct her high blood glucose thereafter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.